Event description:
Procedure type: cardiac surgery. According to the reporter: during an hemostasis, the needle broke into the myocardium. It was not found but with no cardiac consequences to the pt. Add'l info has been requested.

Manufacturer narrative:
(B)(4).